Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7

Event description:
Healthcare professional later reported baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lesion around prosthesis, excision inflammatory cell infiltration rich in histiocytes in adipose, connective and muscle tissue". Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, creases fold, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on posterior. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Physician reports "capsule and exudative accumulation on breast. Prosthesis integrity issue " and pathology report shows "right breast, lesion around prosthesis, excision inflammatory cell infiltration rich in histiocytes in adipose, connective and muscle tissue¿. This relates to the right device. Device has been explanted.

Event description:
Physician reports "capsule and exudative accumulation on breast. Prosthesis integrity issue " and pathology report shows "right breast, lesion around prosthesis, excision inflammatory cell infiltration rich in histiocytes in adipose, connective and muscle tissue¿. This relates to the right device. Device has been explanted. Healthcare professional later reported baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: infection late onset : unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: observed one opening on posterior side assessed as fold flaw opening. Wear abrasion observed on the device. Crease fold observed on the device.